Event description:
Additional information was received from a health care provider (hcp). Hcp provides admission notes/neurosurgery consult/operative note related to the pt's implant removal. Hcp reports pt has a ins that causes pain at the implant site and pt expressed concern for the battery being implanted for such a long period of time and leakage of contents. Pt reports aching/shooting/stabbing pain, numbness, and tingling. Pt reported the ins has not been beneficial to them, and the ins battery is dead, and ins is very large/bothers pt significantly. Hcp noted during removal that the battery was "encased in calcium membrane" and "the wires were significantly encapsulated in the calcium deposits as well". The ins was removed and all wire in the pocket was cut as they entered the soft tissue.

Manufacturer narrative:
Continuation of d10: product ID: 37082-60, lot# / serial# (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2024, product type: extension; product ID: 399945, lot# v155037, implanted: (B)(6) 2008, explanted: (B)(6) 2024, product type: lead; product ID: 3777-60, lot# / serial# (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome - other. Information was reported that the patient's device never really helped them and the patient stopped using the device one year after implant. The patient stated they wanted to donate their equipment. The patient stated it's too costly to remove the implant so she will be leaving it in. No further complications were reported. No additional patient symptoms were reported. Additional information was received from the patient (pt). Pt reports the stimulator never worked for them, and they had it removed in (B)(6) 2024. Pt could not recall name of the explanting physician. Pt stated they were afraid of possible "leakage". Call made to patient. Pt clarifies their implant never worked, stating it did not help their pain at all since implant, it was annoying having the pulsing in their body all day long, it was disturbing, and ¿too much to handle¿. When asked to clarify the possible ¿leakage¿ patient states they were afraid with the battery being in their body for so long that the contents of the battery would leak out. Pt reports the explanting physician did not confirm if the implant battery was leaking or not. Pt reports their follow up physician was different than the explanting physician, stating they don¿t know the explanting physician¿s name and have not been to them before the explant or since. Patient unable to provide explant date. Pt reports the cause of the possible leakage/stimulator never worked for them was not determined. Pt reports speaking with a doctor, physician¿s assistant, and manufacturer representative (rep) about their stimulator never easing their pain but none of them could say why that was. Pt states that the doctor ¿must have done something to their sciatica¿ because it hurts a lot since explant of the battery. Pt reports being told by the doctor that they couldn¿t do anything about this new sciatic pain. The status of the explanted device is unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to previous regulatory report: not all coding applied for information provided in b5, f15 now added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.